Event description:
It was reported that this inflatable penile prosthesis was not functioning as intended. A surgical procedure was performed and a crack was identified in the connecting tube of the right cylinder. The right cylinder and pump were replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned cylinder underwent thorough testing. The cylinder was visually inspected and leak tested. The tubing proximal to the cylinder had worn down to the filament, the rest of the tubing was not returned. The cylinder had wear at a fold in the middle of the cylinder. The cylinder passed leak testing. Analysis could not confirm the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not functioning as intended. A surgical procedure was performed and a crack was identified in the connecting tube of the right cylinder. The right cylinder and pump were replaced. No patient complications were reported.